Event description:
It was reported via repair work order that the siderail would not lock in the upright position as the handle needed lubrication. It was also reported that that the scale was reading inaccurately. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderail would not lock in the upright position as the handle needed lubrication. It was also reported that the scale was reading inaccurately. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to indicate that the siderails were lubricated to address the siderail latch issue; however, the customer opted to not have the scale issued addressed at this point.

Manufacturer narrative:
(B)(4) - device to be repaired at a later date.